Event description:
Reportedly, this valve was explanted after approximately a 1 month implant duration due to severe aortic stenosis, insufficiency, and moderate mitral regurgitation. It was also noticed the patient had a sternal wound that was mrsa. The patient's blood was cultured and was found to also be msra. Open explant of the valve vegetation was observed on it. Patient was transferred to the ICU where he expired.

Manufacturer narrative:
Device not returned.